Manufacturer narrative:
(B)(4). Method: only the swivel wye and swivel elbow of the complaint rt236 infant breathing circuit were returned to fisher & paykel healthcare in (B)(4) for evaluation. The swivel assembly was visually inspected, pressure tested and immersed in a water bath. Results: visual inspection revealed that the returned swivel wye and swivel elbow were detached. The swivel wye and elbow were fitted together and attached to a breathing circuit. The pressure test identified that the assembly was not performing within specification. The water bath identified the leak to be at the swivel assembly. A lot check could not be performed as no lot information was provided. Conclusion: based on the inspection conducted, it is likely that the complaint assembly may have been subjected to a physical force sufficient enough to damage the swivel wye. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The customer reported that the breathing circuit was in use before a leak was observed, which indicates that the swivel assembly became damaged during use. Our user instructions that accompany the rt236 infant dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." Our monitoring and trending of complaints of infant breathing circuits involving a leak at the swivel has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of march 2014.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the swivel wye and swivel elbow of an rt236 infant breathing circuit disconnected during use. No patient consequence was reported.